Event description:
It was reported that during a wisdom tooth extraction procedure, the bur broke in the pt's mouth. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the surgery was delayed by three to four minutes to obtain a replacement bur and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.